Event description:
I underwent an extracorporeal shockwave lithotripsy -eswl- procedure for the treatment of kidney stones as an outpatient in 2007. Following the procedure, I began to experience severe symptoms: high fever, nausea and extreme pain on left side, difficulty breathing, and moving. My husband called office and was told to go to local emergency room. Still in severe pain, I underwent x-rays and cat scan to check kidneys and lungs. I was seen by dr. In ER who admitted me to the hospital for possible pneumonia and observation. I was unable to lie down and told staff and doctors I felt like I had worst case of flu and had been hit by 8 guys with baseball bats in my side. Was given tylenol for pain during the night and sat in bed all night because of extreme pain. Released next day, was told to continue with breathing machine to expand lungs and tylenol at home. I was told to see dr on friday, at his office, after getting an x-ray to check kidney stones. I was still in pain and sleeping in a chair at home due to pain. Dr removed stent, and was told that both stones were gone. When I asked about the severe pain I still had, he told me if I still had it after the weekend to see personal doctor. I waited over the easter holiday hoping rest would alleviate pain. And upon further work up about 2 weeks after, was advised I had sustained 4 -5 fractured ribs by my personal physician. Fractured ribs: 7: 8 : 9: 10 double in 7th. Eswl lithotripsy machine was used on the day of the procedure. I never received info on the machine that was used on me and caused the broken ribs. Dose or amount: 2500 shocks total.